Event description:
Reference number (B)(4) event occurred in argentina. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2026. Patient changed infusion set to resolve the problem. The infusion set was in use for one day. The insertion site was lower back. No further information is available.